Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Cs lead impedance >3000 ohms alert received. Noise and loss of capture were also seen on crt interrupt events. Patient to be brought in for cxr and isometrics to check in other vectors. Lead remains implanted. Should additional information be received this file will be updated.